Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise on the shock channel. This noise could be reproduced with arm maneuvers during product testing. No changes were made and the rv lead remains in service. No adverse patient effects were reported.